Manufacturer narrative:
H.6. Investigation: bd received eight unopened 18 gauge insyte autoguard blood control units from lot 0093755 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units for any defects that would hinder needle retraction. No defects were found with the returned units and each unit retracted successfully. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. See h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' needles failed to fully retract during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I opened a second 18g package and tried to retract the needle, the needle would not fully retract, leaving a large portion of the needle exposed. We found a third needle with the same defect. There was no patient harm in this incident."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' needles failed to fully retract during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I opened a second 18g package and tried to retract the needle, the needle would not fully retract, leaving a large portion of the needle exposed. We found a third needle with the same defect. There was no patient harm in this incident."